Event description:
It was reported the bronchovideoscope had incompatible scope error code (e315). The issue occurred during preparation for use for a bronchoscopy procedure. The diagnostic procedure was completed with another device. There was no delay and no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device was returned to olympus for evaluation and the device evaluation found there was no image and e315 error code displayed due to faulty plug unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: possibility of electrical continuity failure due to water invasion of scope connector, breakage of circuit boards, etc. There are water stains in the light guide rod, and the plug u is faulty, resulting in no image and error e315. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.